Event description:
As reported, the sealant sleeves of a 5f mynx control vascular closure device (vcd) split will inserting into the 5f non-cordis sheath and the device did not enter. Therefore, the product was not available. Hemostasis was achieved by another unknown mynx device. There was no reported patient injury. There were no visible signs of device/package damage prior to use. The device was inspected prior to use, and no anomalies were noted. The mynx control vessel closure unit was prepared and used in accordance with instructions for use (IFU) instructions. No excessive force was used to insert the device into the 5f non-cordis sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle of the 5f non-cordis vascular sheath introducer (30¿45 degrees). The vessel diameter was confirmed to be greater than or equal to 5 mm. There was no vessel tortuosity or calcium in the vicinity of the puncture site. The mynx vcd used in a diagnostic transfemoral cerebral angiography (tfca) procedure that utilized a retrograde approach. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. Other procedural details were requested but were not provided. The device will be returned for evaluation. Addendum: per pe findings, the sealant was partially exposed while still mounted on the delivery shaft.

Manufacturer narrative:
Complaint conclusion: as reported, the sealant sleeves of a 5f mynx control vascular closure device (vcd) split while inserting into the 5f non-cordis sheath, and the device did not enter. Therefore, the product was not available. Hemostasis was achieved by another unknown mynx device. There was no reported patient injury. There were no visible signs of device/package damage prior to use. The device was inspected prior to use, and no anomalies were noted. The mynx control vessel closure unit was prepared and used in accordance with the instructions for use (IFU). No excessive force was used to insert the device into the 5f non-cordis sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle of the 5f non-cordis vascular sheath introducer (30¿45 degrees). The vessel diameter was confirmed to be greater than or equal to 5 mm. There was no vessel tortuosity or calcium in the vicinity of the puncture site. The mynx vcd used in a diagnostic transfemoral cerebral angiography (tfca) procedure that utilized a retrograde approach. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. Other procedural details were requested but were not provided. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection revealed that both button 1 and button 2 were in the non-depressed position. The stopcock was in the open position, and no syringe was returned for evaluation. The sealant was partially exposed while still mounted on the delivery shaft. A frayed/split/torn condition was observed to the sealant sleeves. The catheter sheath introducer (csi) was not returned for evaluation. The balloon was deflated, the core wire was present, and the atraumatic tip showed no visible damage or abnormalities. No additional anomalies were noted during the visual inspection. Per dimensional analysis, the catheter working length was verified and measured within the defined specification. The measurement was taken using a calibrated ruler. However, the dimensional analysis of the slit length could not be performed due to the frayed/split/torn condition on the sealant sleeves. Per functional analysis, a simulated deployment test was conducted to evaluate device functionality. The unit performed as intended: the sealant deployed correctly, the balloon retracted as expected, and the full deployment sequence was completed successfully after aligning the tension indicator and sequentially depressing button 1 and button 2. Microscopic analysis was performed under high magnification to assess the sealant and sleeve condition. This evaluation confirmed the frayed/split/torn condition and the partial sealant exposure previously observed during visual inspection. Compatibility verification with a sheath per the device IFU could not be completed as no csi was returned. Furthermore, the insertion/withdrawal test using a lab sample could not be performed due to the frayed/split/torn condition of the sealant sleeves. The reported event of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ was observed through analysis of the returned device. Additionally, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the partially exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as not supporting the distal end during insertion into the sheath) and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggests that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.